Manufacturer narrative:
Catheter model 8709; (B)(6); implant date: (B)(6) 2007; explant date: n/a; pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final analysis of the pump revealed a motor corrosion and feedthru anomaly. The pump battery passed the resistance test and was within 317 ohm upper limit.

Event description:
The patient experienced withdrawal symptoms on (B)(6) 2011; symptoms included fever and pruritus. The pump was interrogated and was found to be in safe state; the logs showed multiple low battery resets had occurred. The pump was replaced. The patient recovered without sequela. The pump was delivering compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.